Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 53 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer received too much insulin because contact manual entered and delivered a bolus via the pump. Additionally, the customer alleged that control iq software did not suspend insulin delivery when the bg was low. Tandem technical support (cts) reviewed pump data and verified the control iq software functioned as intended. Cts informed the customer that the pump's basal settings were set to 0 units per hour. Customer declined troubleshooting with tandem technical support and declined to provide further information.